Event description:
During an in clinic follow up, the device was not able to be interrogated and was found in back up vvi mode. Technical support was contacted and a firmware download was performed but this was not successful in resolving this event. Device damage was suspected but this was not confirmed. No additional intervention has been performed.

Manufacturer narrative:
The product is expected to be returned for hardware (hw) investigation. No further action is required at this time. If a software investigation is required following hw analysis, an investigation will be opened. The reported events of firmware corruption and unexpected mode switch were confirmed. The reported event of break was not confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that the device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event. The patient was stable.